Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm. There was no reported impact to the customer's blood glucose level. The customer resolved the alarm by using another cartridge. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alarm.